Event description:
Information was received that the cadd solis vip pump does has cassette not attached alarm. No reported adverse effects.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be good condition. Customer's complaint of cassette not attached properly was verified. The event log shows multiple alarms on (B)(6) 2018. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
Update from customer. No patient involvement.